Manufacturer narrative:
Section b3, event date should be (B)(6) 2025 instead of (B)(6) 2025. Section g3, initial g3 should have been (B)(6) 2025. Section h6, health effect code should have been 4632, prolonged surgery.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the left ventricular (lv) lead could not be connected to the lv port of the implantable cardioverter defibrillator (ICD). The ICD was not implanted, and an alternate device was implanted instead on (B)(6) 2025. The patient was discharged after the procedure.